Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Technical services (ts) reviewed the stored episodes and determined that the device delivered three anti-tachycardia pacing (atp) bursts and six shocks for what appeared to be an atrial-driven arrhythmia with rapid ventricular response (rvr). The therapy did not convert the arrhythmia. Additionally, the heartlogic index value was noted to be above the threshold. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.